Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine did not flow into the meter, because the right angle tube under the chamber of the drainage bag was broken.

Manufacturer narrative:
The reported event was confirmed with an unknown cause. Based on the preliminary evaluation done by medicon, it was confirmed that there was a break on the elbow tube of the bag. The sample was then sent to (B)(4) for further investigation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: " [contraindications] method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] No substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] do not wipe catheter surface with organic solvents such as alcohol. [The coating on the device may come off.] Applicable patients do not use in patients who are or have been allergic to natural rubber. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. " (B)(4).

Event description:
It was reported that the urine did not flow into the meter, because the right angle tube under the chamber of the drainage bag was broken.